Event description:
Customer was reporting she lost the insulin pump battery cap, replacement was sent. Customer also mentioned she was hospitalized due to staph infection at insertion site during the outreach task question. Customer does not recall the blood glucose but stated she did not have any issues with lows or highs. Customer stated at work she got her site wet and caused a staph infection. The abscess caused her to seek medical attention. The abscess was drained, filled with gauzed to draw out suppuration. Customer was wearing the insulin pump during the time of hospitalization removed site and inserted a new one. Customer was advised to how to properly clean the site. The site was swelling, had pus, and discharge. Customer stated she got the infection from washing dogs at her work. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.